Event description:
The facilty representative contacted baxter on 21 april 2010 to report that on (B)(6) 2010, a colleague infusion pump was left unplugged, and it read "damaged battery". The event occurred during patient therapy in medical surgery. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown.there is no further complaint information available.

Manufacturer narrative:
(B)(4).the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.